Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted during testing.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer thinks the infusion sets are bad. The blood glucose reading is 176 mg/dl. Customer treated the blood glucose level with manual injection. During troubleshooting, the high pressure test failed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.